Event description:
It was reported via the MFR's outcomes registry (ispr), the pt was having increased pain. An x-ray revealed the catheter had dislodged. The catheter was explanted and replaced. The pt recovered without sequela. Pt medication: morphine sulfate concentration 25.0mg/ml, 0.048 ml/day. Additional info has been requested from the hcp, but was not available on the date of this report.